Manufacturer narrative:
The subject product was received for evaluation with the battery pack installed within the handle of the device. The latch tab used to secure the device¿s battery pack within the device handle was noted to be broken and was found in the packaging returned with the device. Even with the broken latch tab, the battery pack was noted to remain fully seated and remained firmly within the handle and when activated, the subject product functioned as intended. There was no report of the component breakage by the user. This is the first reported complaint for the subject lot of 1000 units manufactured in may of 2017. A DHR review was conducted and no discrepancies or anomalies were found during the manufacture of the subject lot. Based on the sample evaluation, we are unable to determine how and when the battery latch tab became broken. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
During the sample evaluation of a simpulse solo irrigator reported as not functioning, the latch on the battery case was found broken off. The latch was returned with the sample.